Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issues. The patient underwent surgical intervention to replace the lead. Additional information revealed that the lead had a bad ring measured with the pulse generator and a pacing system analyzer (psa). It was also mentioned that this lead was previously tunneled from right to left pocket. No additional adverse patient effects were reported. There was no indication of product return.